Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There was an additional observation not reported by the site and not related to the reported issue. The instrument was found to have thermal damage on the bipolar yaw pulley. The instrument passed the electrical continuity and energy delivery tests. There was no damage to the conductor wire insulation. The root cause of this failure is attributed to mishandling/misuse. A review of the procedure log with the information provided resulted in no additional information. In addition, a review of the instrument log showed the fenestrated bipolar forceps instrument (part# 420205-16 / lot# n10210412-457) was last used on (B)(6) 2022 during a procedure with system (B)(4). The fenestrated bipolar forceps instrument had 3 uses remaining. This last usage of the device was before the reported event date. Images of the fenestrated bipolar forceps instrument related to this event were received. A review of the submitted images was performed by an isi failure analysis engineer (fae). The following additional information was provided: no evidence of thermal damage was identified. This complaint is being reported due to the following conclusion: failure analysis investigations found thermal damage on the instrument bipolar yaw pulley. Although there was no allegation of arcing observed during a procedure, the failure analysis finding could be related to the potential for electrical discharge at a location other than intended. While there was no patient injury reported, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument would not turn. The customer replaced the fenestrated bipolar forceps instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and the reporter was unable to provide additional information.